Event description:
It was reported that a 10fr brite tip guiding catheter broke off in the patient in the process of retrieving a vena cava filter with a snare. A 10 fr brite tip sheath was used with the 10 fr guide catheter and in the process of removing the filter, the tip of the brite tip broke off and was wrapped around the filter, but the tip was left in the body buried in the skin tract. By making a small incision the tip could be retrieved just above the right femoral vein using forceps. The sheath catheter and broken off tip was not saved. The packaging was disposed of also. Just the brite tip broke off and it probably kinked in the area of separation. There were no anomalies noted when the device was removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostasis valve. The indication of filter placement was dvt. Anticoagulants were not used secondary to bleeding. There was slight resistance when retrieving the vena cava filter. Standard technique was used once the catheter wrapped around the filter. Patient did fine after the procedure.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a 10fr brite tip guiding catheter broke off in the patient in the process of retrieving a vena cava filter with a snare. A 10 fr brite tip sheath was used with the 10 fr guide catheter and in the process of removing the filter, the tip of the brite tip broke off and was wrapped around the filter but the tip was left in the body buried in the skin tract. By making a small incision the tip could be retrieved just above the right femoral vein using forceps. The sheath catheter and broken off tip was not saved. The packaging was disposed of also. Just the brite tip broke off and it probably kinked in the area of separation. There were no anomalies noted when the device was removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostasis valve. The indication of filter placement was dvt. Anticoagulants were not used secondary to bleeding. There was slight resistance when retrieving the vena cava filter. Standard technique was used once the catheter wrapped around the filter. Patient did fine after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product and no procedural films available for review it is not possible to confirm the complaint of brite tip separation or identify a cause for the event. With the information provided it is not possible to determine an exact cause for the event but procedural factors may have contributed to the device failure. There is nothing in the device history report or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.